Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, 'tube residue' from a 'cook bakri postpartum balloon with rapid instillation components' was retained in a patient and had to be removed. The patient underwent a cesarean section delivery on approximately (B)(6) 2022 and a bakri was used postpartum. Approximately 3-months after, the patient underwent a procedure to remove 4cm of 'tube residue' without any serious consequences. It is assumed that the residue is from the bakri device but is under investigation by the user facility. Investigation ¿ evaluation. Reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record for the complaint device could not be conducted nor could a search of other complaints associated with the complaint device lot number be completed, due to the lack of production lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU for ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: instructions for use "transabdominal placement, post-cesarean section" "1. Determine uterine volume by direct examination (intraoperative) or ultrasound examination (postoperative)." "2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: stopcock may be removed to aid placement and reattached prior to filling the balloon." "3. Have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium." "4. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing." "Note: ensure that all product components are intact and the hysterotomy is securely sutured prior to inflating the balloon. If clinically relevant, the abdomen may remain open upon inflation of the balloon to closely monitor uterine distention and confirm the hysterotomy closure." Based on the information provided, no product returned, and the results of the investigation, the most probable cause of the reported event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d4 - lot number is unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, 'tube residue' from a 'cook bakri postpartum balloon with rapid instillation components' was retained in a patient and had to be removed. The patient underwent a cesarean section delivery on approximately (B)(6) 2022 and a bakri was used postpartum. Approximately 3-months after, the patient underwent a procedure to remove 4cm of 'tube residue' without any serious consequences. It is assumed that the residue is from the bakri device but is under investigation by the user facility. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device evaluated by mfg = other (code unspecified, describe in h10) (81) = device availability/return unknown this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.